Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to post paced t wave oversensing. Programming changes were made. There were no patient consequences and the patient will continue to be monitored.